Manufacturer narrative:
(B)(4). Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The user facility reported a complaint to customer service for an "operational channel was blocked" involving the pentax medical video gastroscope model eg-2790i, serial number (B)(4). The customer responded to a good faith effort (gfe) via email on 13-sep-2021 and stated the issue was observed in the operating room prior to use during pre-inspection check and the gastroscope was removed from circulation immediately after the event occurred and the facility follows ifus. There was no report of death or serious injury associated with the event, the customer owned endoscope was received by pentax medical for evaluation on 10-sep-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and during quality inspection the technician confirm the customer complaint as primary operation channel crimped at biopsy inlet t-piece and also document the following inspection findings: failed dry leak test, failed wet leak test, leak at # 2 remote control button cover, air/ water nozzle glue worn, hole in # 2 remote control button cover, operation channel- primary slice by accessory, wrong scope case received. The device underwent the following repairs including the following components: o-rings and seals, operation channel, adjusting collar, angle wire, angle wire with coat, bending rubber, remote control button, rl pulley assy, ud pulley assy. Model eg-2790i, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 24-sep-2021, a device history record (DHR) review for model eg-2790i, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in (B)(4) facility on 05-jan-2011 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 06-jan-2011. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/ suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/ suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was delivered to the customer on 23-sep-2021 under delivery order (B)(4).